Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No issues found during the evaluation of the treatment tip, handpiece, and system. The tip too warm errors were likely caused by treatment technique. Based on the available information, burns and blisters are known possible adverse patient reactions to thermage flx treatment. Complaint type identified within risk analysis and performing within anticipated rate. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
Further investigation underway.

Event description:
The user facility in (B)(6) reported a patient sustained blisters on the face after thermage flx treatment. The highest treatment level was 3.5. The treatment tip was inspected prior to treatment and again at about every 100 reps with no anomalies noted. Additional information on the patient treatment and outcome has been requested.

Manufacturer narrative:
Based on the evaluation of the data, the system and handpiece perform as expected. The user will want to verify proper treatment technique, position and orientation (with adequate and equal tip to skin contact and pressure). Cryogen appeared to flow as the reservoir pressure would change in relation to rep delivery. The tip too warm errors are caused by treatment technique due to the position where cryogen was not flowing to tm3 and tm4 (tm3 being the most consistently warm). As position is changed, cryogen follows ¿ cooling thermistors accordingly. Within 4 minutes of the end of treatment, all 4 thermistor temps had equalized to within a 1 degree difference. Evaluation of the tip completed. The tip passed leak, and thermistor testing. No functional test was performed due time limit reached. Tip failed visual testing due to dent. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Further investigation underway.